Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to an inoperable crystal, y1, on the single board computer of the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.